Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (8l94485), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional through health authority in china that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2022, a bio-intrafix 6-8 x 30mm tapered screw device was used. According to the report, three months after surgery, the patient underwent joint clearance surgery in hospital due to poor wound healing and changed dressing, but no significant improvement was observed. It was reported that after 11 months of surgery, the patient once again experienced poor wound healing and poor dressing change. It was reported that the patient was hospitalized and underwent joint cleaning surgery, and their condition improved and they were discharged. The status of the patient was unknown. No additional information was provided.